Event description:
The user facility reported that the vascular surgeon was called into to surgically remove the failed angio-seal deployment two weeks prior. The footplate and collagen were inside the femoral artery. The angio-seal was surgically removed. The patient's condition was unknown.

Manufacturer narrative:
Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: unknown. Establishment name: unknown. Phone number: unknown. Establishment address: unknown . Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section e1, h6: clinical code, and h6: medical device problem code, and section b2. This report is also being submitted to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for collagen deposition into the artery requiring an interventional procedure. The exact root cause was unable to be determined. Due to the very limited information regarding the procedure, puncture site, pre-deployment angiogram, and the sequence of events, no conclusions can be made regarding the case. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).